Event description:
It was reported that pump experienced malfunction with malfunction code displayed and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received information on how to reset pump, and successfully reset malfunction, with no prior resets for this issue within previous 24 hours.